Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged and was attempted to be repositioned but the active fixation would not retract and extract properly. The lead was explanted and new lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.